Manufacturer narrative:
Additional reported information indicates customer switched infusion set brand and insulin type and has had no further issues. No product returning for evaluation. Should new information become available, a follow up report will be submitted.

Event description:
Received information stating customer received multiple occlusion alarms. Reportedly customer's blood glucose level was impacted.